Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had quiet sounds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 submitted on 7/6/15: the patient's medical history is significant for hearing impairment and was inadvertently omitted from the previous submission.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: during evaluation, the pump¿s audible and vibratory features were functioning properly. The sound volume was tested and found to be within specifications. The pump cover was removed and no evidence of moisture or damage was observed inside the pump. The complaint of a quiet sounds issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.